Event description:
Accessory item for system component (needle guide assembled onto transducer) comes off easily. Also, when biopsy is being done there is a larger than normal "dead zone" before the needle appears on the system screen.